Manufacturer narrative:
A ge field engineer performed an on site evaluation and discovered that when the system was upgraded, incorrect (positive) numbers for the gradient amp driver in the configuration files were entered. The magnet in question is a reverse ramped magnet, which requires negative numbers be entered.

Event description:
Following an upgrade of the mr system, a site reportedly noted that the images from the first patient of the day were coming out backwards. Reportedly, the images were flipped in all three directions (superior to interior, anterior to posterior, and left to right). Subsequent follow up with the site confirmed that the issue was immediately noticed during the localizer scan on the first patient. No injury was reported.